Event description:
I purchased duane reade brand multi-purppse contact lens solution from a duane reade store. I rec'd that severe eye infection from the use of that product. I am taking zymar to correct the infection. The lot # of the product is 57988f. I talked to the mgr of the store about the problem and he told me he did not receive any other complaints and he would check into it.